Event description:
Healthcare professional reported right capsular contracture baker grade iii. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Manufacturer narrative:
Device evaluation: the device related to the reported event of capsular contracture was received on november 08, 2022, with lot number 3154159. Capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: no other observations observed in the device.

Event description:
Healthcare professional reported "capsular contracture, baker grade iii." This is for the right side. Device has been explanted.

Event description:
The device has been explanted.